Event description:
It was reported that perforation occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the mid left anterior descending artery (lad). A 1.50mm rotablator rotalink plus was selected for use. After rotablation, a perforation was noted in the mid lad. The physician proceeded to use a covered 2.5mm x 20mm non-boston scientific stent and completed the procedure. There were no further complications reported and the patient was stable.

Event description:
It was reported that perforation occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the mid left anterior descending artery (lad). A 1.50mm rotablator rotalink plus was selected for use. After rotablation, a perforation was noted in the mid lad. The physician proceeded to use a covered 2.5mm x 20mm non-boston scientific stent and completed the procedure. There were no further complications reported and the patient was stable.

Event description:
It was reported that perforation occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the mid left anterior descending artery (lad). A 1.50mm rotablator rotalink plus was selected for use. After rotablation, a perforation was noted in the mid lad. The physician proceeded to use a covered 2.5mm x 20mm non-boston scientific stent and completed the procedure. There were no further complications reported and the patient was stable. It was further reported that the target lesion was located in the moderately tortuous and severely calcified vessel which had a slight angulation. After two rotablator runs were performed on the proximal lad, the 1.5mm burr was advanced to the mid lad for more rotablation. The burr was removed by activating dynaglide and withdrawing the device into the guider and out of the patient body. No resistance was encountered during removal. The perforation noted was a large one. The physician first implanted a non-boston scientific covered stent for treatment followed by a 3.0x32mm synergy stent to plaster the proximal part of covered stent. It was discovered that the patient was still bleeding through the covered stent and a second layer of covered stent was implanted. The patient condition was stable but three hours later, they presented with unstable hemodynamic conditions and passed on. The physician believed the cause of death to be the perforation.